Manufacturer narrative:
Date of event is estimated. A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 3006705815-2022-01320, 3006705815-2022-01321, 3006705815-2022-01322, 1627487-2022-01442. It was reported the patient system was explanted due to a gram-positive cocci infection. Location of the infection is unknown as well as how the infection was treated.

Manufacturer narrative:
The reported issue of infection was not confirmed. This issue cannot be confirmed with product analysis. The anchor was returned in good condition. There was a small tear in the silicone. It functioned as intended when tested with a lab lead. Production records pertinent to sterility/package were reviewed for the returned product and no non-conformances were found. The root cause of the infection could not be determined.